Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant due to primary prevention when this right ventricular (rv) lead was inserted with no issues. An 8f sheath was removed and the right ventricular lead was secured leaving the 6f sheath and the 9.5 safe sheath in situ. The patient was feeling very sick and was bradycardic. An echocardiogram was done and it appeared that the rv lead was in the left ventricle, this was confirmed and showed that the lead was coming through the aortic valve into the left ventricular cavity. The patient was also vomiting at this point and was difficult to arouse. The physician believed that the issue was with the initial access. The physician believed that instead of inserting the sheaths into the subclavian vein the physician mistakenly inserted them into the axillary artery. Due to the patients low blood pressure it was not possible to pulsate the artery and no arterial flow was seen. A guide catheter was hooked up to a pressure transducer which began to reverse the patient bradycardia and the patient was more stable. The physician then removed the sheaths and inserted femoral sheaths. The rv lead was also pulled back and removed and a sheath was inserted over the top of the lead into the artery and secured. The heparin loaded sheaths were left in situ and the wound was not closed. An antiseptic surgical drape was placed over the wound, and the patient sent to a different hospital for surgical repair and a computerized tomography (CT) head scan. No additional adverse patient effects were reported.